Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient had a complete explant because the system was no longer helping their pain. It was noted that they were able to feel tingling in their painful areas but it was no longer helping despite attempts to reprogram. The cause of the loss of therapeutic effect was not known by the rep. The customer refused return of the device for analysis. No direct device allegations were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. The patient reported that they first started experiencing the ins no longer helping the pain in (B)(6) 2018. The patient reported that there were no circumstances that led to the loss of therapeutic effect. No further complications were reported.